Event description:
Customer's daughter called to report the insulin pump alarmed for motor error. Blood glucose reading was 76 mg/dl. Advised that the insulin pump will be replaced. The customer's daughter called again to report high blood glucose since he began using the replacement insulin pump. Troubleshooting was performed. It was found that the insulin pump did not have any basal rates programmed into it. Assisted the customer with adjusting the basal rate settings. Advised to monitor the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.